Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823114) was implanted on (B)(6) 2022, and on (B)(6) 2023 was explanted due to blockage.

Manufacturer narrative:
The hakim valve was returned for evaluation: failure analysis - the valve was visually inspected: no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. The catheter was irrigated no occlusions noted. Root cause - no root cause could be determined for the issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.